Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation it was noted that noise was observed on the right ventricular lead. The noise was not reproducible. Programming changes were discussed. Patient condition was stable.